Manufacturer narrative:
(B)(4). The customer reported paddle set failed to discharge, failed on testing. There was no reported pt involvement. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported paddle set failed to discharge, failed on testing. There was no reported pt involvement.